Event description:
It was reported that the patient presented to the clinic for follow-up. During device interrogation, the pacemaker was found to be in backup mode. Following troubleshooting, the device was restored to normal operating mode. The patient experienced no adverse consequences.